Event description:
A 79 year old patient has been having inaccurate readings with meter. Patient has been a diabetic for over 25 years, in (B)(6) 2021 he went to see his endocrinologist and when he went to see him he was told he would need a new meter. He received a one touch verio and began using this meter when he got home. He said he used his old meter and the one he just received at the same time and the reading was completely off. The old meter which was an assure was reading 109 and the new meter one touch verio was reading over 200. He believes the one touch verio was defective and was giving false high readings. The patient started using new meter and has been using ever since. No adverse event reported.